Event description:
It was reported that after the implant the pace sense portion of the right ventricular (rv) lead showed high resistance/impedance of greater than 3000. It was also reported that there may have been a connector problem. The physician re-opened the pocket and made an adjustment. The device and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.